Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on apr 8, 2025. Section h3. Device evaluated by manufacturer? Yes. Photos of the suspect product was attached to the complaint file. A photo evaluation reveals one side of the tyvek lid of an opo71 phaco tubing pack had become lifted from the tray. The reported event is confirmed through photo analysis. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection of the returned product reveals the tyvek lid wasn't sealed. The reported issue is confirmed. The manufacturing records for the device were reviewed and no nonconformity report was found as part of this manufacturing records review. A search for related complaints from lot number 60558731 was conducted, and no related complaints found for "dc-sterility assurance concerns". A failure investigation was completed, and the investigation findings concluded that the device did not meet specifications. Based on the investigation and assessment performed, the bounding is focused on lot number 60558731. External manufacturer verified the units for the affected were released according to specification in compliance with the product intended use as required. No conclusive finding identified to inform expanded bounding, therefore the issue is bound to the returned unit. Conclusion: given the inability to replicate the defect and the confirmation of acceptable test results, there is insufficient evidence to establish a direct correlation between the reported issue and the part in question. It is therefore considered that the failure may be influenced by external factors not directly related to the manufacturing process. However, no definitive evidence has been found to substantiate this hypothesis. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: not provided as there was no patient contact. Section d6a: if implanted, give date: not applicable, as the phaco pack is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco pack is not an implantable device. Section h3: the phaco pack was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported that one pack of a surgical product (opo71) was not sealed properly upon delivery. No patient involvement. No further information provided.

Manufacturer narrative:
Corrected data: after a further review of the complaint file, it was observed that the investigation findings codes 4210, 213, and the conclusion code 67 were not accurate in the initial medwatch report. The relevant sections have been updated accordingly. Section h6, investigation finding, 4256 - malfunction observed without conclusive finding. Section h6. Investigation conclusion, 4315 - cause not established.